Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the log files. Provided information stated that the backup battery fault alarms were originally addressed on 10may2025; however, the alarms continued after reseating the backup battery. The initial system controller event log file was reviewed, and relevant timestamps spanned approximately 4 days (10may2025 at 08:35:11 to 14may2025 at 08:10:14). Throughout the log file, intermittent backup battery fault alarms were active when the black power cable was disconnected; these alarms activated due to the backup battery being activated, while the bus voltage was capable of charging the backup battery. These alarms resolved as the black power cable was reconnected. The pump maintained a speed within the expected range throughout the log file. The log files containing data following the reseating of the backup battery were reviewed, and relevant timestamps spanned approximately 6 days (12jun2025 at 04:21:33 to 18jun2025 at 07:27:06). Throughout the log file, intermittent backup battery fault alarms were active when the black power cable was disconnected; these alarms also activated due to the backup battery being activated, while the bus voltage was capable of charging the backup battery. These alarms resolved as the black power cable was reconnected. At 14:03:11 on 17jun2025, the driveline was disconnected for a system controller exchange, and the controller was shut down at 14:03:47. There were no other remarkable events found within this log file. The pump maintained a speed within the expected range while the driveline was connected. Inspection of the system controller¿s backup battery revealed that the backup battery, serial number: (B)(6), had a slightly bent lcs_wht pin (pin 11). This pin corresponds to the lcs_wht signal, which is responsible for the battery¿s connection to the white power cable, and would have likely caused the backup battery fault alarm when the black power cable was disconnected. The returned system controller was functionally tested and was found to operate as intended during analysis. The controller successfully operated in a mock circulatory loop for an extended period of time. The backup battery was able to support the pump with no external power. The reported event was unable to be reproduced during this analysis. Although the backup battery fault alarms due to a backup battery circuit fault were likely due to a bent lcs_wht pin on the backup battery, without reproduction of the alarms, the root cause of these alarms could not be determined during this investigation. Incidental findings: broken strain reliefs on the power cables, fluid ingress within the power cables, and wire fatigue indicated by elevated resistance on the power cable inner wiring. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The heartmate 3 lvas IFU section 2 ¿ ¿system operations¿ and the heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ instructs the user to not submerge the system controller in water or liquid and to keep the system controller power cables away from any liquid as well. Additionally, these sections instruct users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. This section also describes how to replace the system controller backup battery. The heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including backup battery fault and low voltage alarms. The heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 lvas IFU section 10 entitled ¿safety checklists¿ and the heartmate 3 patient handbook section f entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for review. The log file captured intermittent backup battery (ebb) faults between (B)(6) 2025, due to the ebb failing the load test. These all resolved with a system controller self-test. Log files were sent again on (B)(6) 2025. It was reported then the patients ebb was actually reseated in (B)(6) due to the patient getting a replace ebb alarm, which did not resolve the issue. The event log captured random periods of ebb faults throughout the log file. The site questioned whether the battery or system controller should be exchanged. It was recommended that the system controller be exchanged. Additionally, the modular cable had damage to the silicone sheath. The whole line was rescue taped by the patient. The modular cable was exchanged with the system controller. The patient did not experience and adverse event due to the exchange.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.